Manufacturer narrative:
Based on the claim against the product by the customer noting, the large hem-o-lok clip applier instrument was having issues applying the hem-o-lok clips. An investigation was completed to determine the cause of this reported event. The large hem-o-lok clip applier instrument was analyzed, and failure analysis investigations were unable to replicate and confirm the reported issue. The large hem-o-lok clip applier was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The large hem-o-lok clip applier instrument moved intuitively with full range of motion in all directions on several attempts. The clips opened and closed properly. Clip test was performed on instrument and passed. The instrument was fully functional. No product issue was identified. The complaint was not confirmed, based on failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported, that during a da vinci-assisted cholecystectomy surgical procedure. The large hem-o-lok clip applier instrument was having issues applying the hem-o-lok clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.